Manufacturer narrative:
Investigation of complaint #(B)(4) indicated that for product ab/dr/dq 2t ssp unitray w/taq 10 tests (catalog #7850110, lot #029 1255127 1378014) lane 14 may be impacted by an incorrect labeling of allele reactivity if tested with one or more of 11 rare drb1 alleles: lane 14 (primer mix pmr014g) produces a false negative if tested with any of drb1*11:09, drb1*11:87, drb1*11:113, drb1*11:83, drb1*13:05:01, drb1*13:05:02, drb1*13:06, drb1*13:42, drb1*13:136, drb1*13:26:02, and drb1*13:56 alleles. A no type or mistype result could be encountered if a sample with any of the above allele were tested with the described product and lot. The incorrect reactivity of pmr014g was a result of the migration of primer mix data score (legacy software program) to hos (current software platform). In score reactivity was assigned at primer mix level, causing the pattern to be rejected at mix level and not at primer level as in hos. The primer used in the mix were changed during design with primer 3'r209a2 being removed at one point and then put back. Because the pattern wasn't rejected at primer level, linkage to the mix pattern was broken and thus reactivity was incorrectly assigned. Root cause is determined as incorrect reactivity prediction for scenarios described above.

Event description:
It was reported in internal complaint #(B)(4) that primer mix pmr014g has a drb1*11:09 allele listed as a negative lane on the testing sheet. In hos this allele is identified as an "?" Allele. According to this, the customer documentation would identify this allele as a positive allele. In testing the result shows that drb1*11:09 produces as negative result. Therefore, the customer would see a false negative for several specific allele types according to the documentation. Catalog #7850110, lot #029 1255127 1378014 has been identified as a product affected by this issue.